Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismaflex st150 set, an external fluid leakage was noted from the effluent pump and dripping down "into the bottom". The set "had been running for about 24 hours and was promptly changed". There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not received for evaluation however, photographs were provided for evaluation. Visual inspection of the pictures did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.